Event description:
It was reported by service report that the side rail assembly was broken with sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.